Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had a fatal error, there was an error message on the station, and no one was able to get into the station. Customer tried to reboot, but issue was not resolved. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a fatal error. A technical support specialist (tss) remotely accessed the station and relogged into the system using an administrative account. The tss opened the database management tool, checked the database size, and found it to be increased, but was unable to perform the shrink operation. The tss then performed a database backup, removed the database, and completed an application repair followed by a full synchronization as per the knowledge article procedure. The tss verified that no retry errors were present and restarted the station. The tss contacted the user and requested validation, after which successful login and proper transmission of patient and order data were confirmed. The system functioned as intended after the technical support specialist troubleshot the issue.